Manufacturer narrative:
Intraocular lens was discarded at the surgery center and not received for analysis. In follow-up with the account it was learned the initial implant was replaced with a 3 diopter higher power lens of the same model. The iol met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report. Iol discarded at the account.

Event description:
Report received stating that the intraocular lens(iol) was removed and replaced without complication due to improper iol power initially implanted. The iol was exchanged for a higher diopter lens of the same model.